Event description:
The reporter contacted lifescan (lfs) in 2008 alleging inaccurate high readings on the patient's one touch ultra 2 meter. A medical affairs specialist (mas) sent a letter, since mas was unsuccessful in getting a hold of the reporter. On three days earlier around 8:00 pm, the patient tested his blood glucose and obtained a 146 mg/dl. At an unspecified time later, the patient was not feeling well and felt dizzy. Greater than 30 minutes later, the patient went to the emergency room and was tested on the hospital's meter and obtained a result of "4?". The patient was admitted in the hospital and was unable/unwilling to provide lfs what type of treatment he received. The test strips passed using the control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, result in the ER and treatment the patient received. Customer care advocate (cca) sent the patient replacement meter and supplies. The complaint is being reported, since the patient claimed he had symptoms which can be associated with hypoglycemia and was admitted in the hospital and treated for unspecified reasons.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.